Manufacturer narrative:
Omit : a1006 - thermal decomposition of device (1071), g04105 - pump. Correction : describe event or problem. Additional information : imdrf annex a, g codes. Please note that the complaint was further reviewed by persons who are qualified to make a medical judgment and reasonably concluded that there was no apparent malfunction, the device did not cause or contribute to a death or serious injury, and the reported issue ("odor") would not be likely to cause or contribute to a death or serious injury, if it were to recur. Submitting this supplemental report requesting to disregard the MDR.

Event description:
It was reported that a patient's family smelled what seemed to be a "gas" odor that was coming from the device. The odor was described as smelling like "mercaptan." The family called staff for assistance and per report, the hospital's "maintenance worker" smelled the same but the nurses and the patient reportedly didn't not smell the odor. Per report, the smell seemed to be coming from the connector between the pcu and pump module. Saline and antibiotics were infusing at the time the issue occurred. The odor reportedly dissipated when the pump was turned off. There was no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during an infusion the patient noted a strong smell began coming from the pump. The pump was powered down and taken out of service. There was patient involvement but no harm.